Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
Sales rep. Reported, that a patient came in complaining of pain and swelling in the tibia. The surgeon performed an acl revision, six months earlier on this patient using a calaxo screw and an allograft. The surgeon excised the evulsion and found a hard ball within the tunnel. The graft was completely incorporated within the tunnel and the patient is progressing fine.